Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an appendectomy procedure, the surgeon had difficulty in unloading the reload and there is a staple line incomplete. The trocar was removed in order for the stapler to be removed. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Nicks were observed on the knife blade and the cartridge of the single use loading unit (sulu) was partially disengaged from the channel. In addition, two knobs on the posterior side of the disengaged cartridge of the sulu were broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. Replication of the observed cartridge da mage to the sulu may occur if the cartridge of the sulu is subjected to excessive force when attempting to unload the device. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an appendectomy procedure, the surgeon had difficulty in unloading the reload and the device stopped halfway and is incomplete on proximal area. The trocar was removed in order for the stapler to be removed. There was no patient injury.